Manufacturer narrative:
The device in question was discarded and a failure investigation could not be performed. There were no non-conformances found per the device history review. Pericardial effusion is an inherent clinical risk associated with the acqcross integrated needle/dilator device, which is the same as the risk of a procedure performed with similar, competitive devices.

Event description:
It was reported that the physician advanced the flexcath cross system into the superior vena cava svc, but had trouble positioning on septum due to atrial pacing lead. The physician obtained transseptal access with versacross wire, but was unable to get flexcath sheath across the septum. A drop in patient's blood pressure was noted. The physician then utilized intracardiac echocardiography ice to visualize an effusion around the patient's heart. A pericardiocentesis was performed and 350cc of blood was removed. The case was aborted. The patient was stabilized and admitted to the ICU.